Event description:
The company was informed that on (B)(6), 2012 the pt was seen in the emergency room with complaints of nausea, headaches, and vibration. A CT scan was performed and medication (type unknown) was prescribed. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is received.